Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) inspected the unit but was unable to reproduce the reported issue. The unit passed all functional and safety tests according to factory specifications. The unit was returned to the customer and cleared for continued clinical use.

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had fiber optic failure. No harm or injury to the patient was reported.